Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was fluid ingress. The root cause in final investigation report was assigned to hardware design.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and replaced the faulty front panel display. The device passed operation verification procedure and unit verification test. The device is now operating as per manufacturers specification. The suspect front panel display was returned to vyaire's failure analysis department for further evaluation. Upon completion of the final evaluation, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touchscreen was frozen while in use with a patient. The customer reported that there was no patient harm or injury.